Manufacturer narrative:
Medtronic received the following information from a journal article entitled; significant aortic neck dilation occurs after repair of juxtarenal aneurysms with fenestrated endovascular aneurysm repair l. Zettervall, s, dansey k, kline b, singh n, w. Starnes b. Journal of vascular surgery 74 (4) pp. 1090- 1097. Https://doi.org/10.1016/j.jvs.2021.03.060. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant ii and non mdt stent grafts were fenestrated and implanted in the evar procedures on unknown dates. The following malfunctions were reported; ib endoleak, type iii endoleak, unknown endoleak, migration the following serious injuries were reported; aneurysm enlargement, re-intervention